Event description:
The customer stated that he tested his blood glucose using his breeze and prestige meters. The breeze read 217 mg/dl, while the prestige read 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.